Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the ipg as the device was implanted too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.